Manufacturer narrative:
Information was received via published literature. Evaluation summary - the femoral head, liner, and shell were implanted with a competitor stem. This is considered and off-label use of the device, which is indicated in the packaging insert, as zimmer has not tested the compatibility of this combination of devices. Revision to a metal head and poly liner after fracture of a previous ceramic component in the joint is not recommended due ot the potential for wear of the metal head by ceramic fragments into the poly liner shows many embedded ceramic particles as well as a fractured rim adn eccentric wear. X-rays at 24 and 38 months post-op show the femoral head becoming more elliptical in shape due to wear. With the information provided, the choice of revision components was not ideal with ceramic particles present in the joint, which led to the degradation of the devices and subsequent metallosis. Evaluation - review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable.

Event description:
It is reported that the patient presented with pain and underwent an aspiration that indicated metallosis may be present. X-rays showed eccentric wear of the head. The patient then underwent a revision surgery.